Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the monitor did not generate alarms for approximately 25 minutes and the patient passed away. Engineering reviewed the clinical audit logs, revealing both visual and audible red and yellow alarms had occurred at both the monitor and central station. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
A philips technical consultant (tc) went on site and pulled the logs from the monitor and the pic ix server. The logs revealed the functioning of the yellow and red alarms, both visual as well as audible, at the bedside and at the central station as well during the time of the event. A clinical product specialist (cps) provided additional information and evaluation of the clinical audit logs to the customer. According to the customer, the information and evaluation provided by the cps was sufficient. A product support engineer (pse) investigated the logs and found that there were already some issues with the lead connectors to the device prior to 01:25. It is unclear if this is due to the patient moving around which caused the leads to be loose, or because the connection was not properly in the device. At 01:28 there is ''no sensor generated'' for spo2 before it ends at 01:50. A possible cause for this is a lead connection problem to the tele device, but as no additional information has been provided by the customer, this cannot be confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.